Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer complaint of device breaking at the distal tip has been confirmed. The distal end of the device was found to be broken and showing the inner wires. However, the distal end did not fully break off and all parts of the device appear to have been returned. The likely root cause of the breakage was too much force being applied or overbending the tip, which caused the sheathing on the distal end to snap. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not use the device if resistance to insertion is encountered. Reduce the angle or lower the forceps elevator of the endoscope until the device passes smoothly; do not advance or extend the device abruptly." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3011050570.

Event description:
The customer reported to olympus that while using the 10fr coax hemostatic probe, the distal end of the probe broke inside the endoscope, while being used in the patient. The issue occurred during the emergency therapeutic procedure (arrest of bleeding), there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned, and the evaluation is currently pending. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.